Event description:
Initial information was rec'd from a physician via a company sales rep on 07-dec-2010: a physician reported that a female pt (age not provided) was injected with poly-l-lactic acid (sculptra, lot# and expiration date not provided) on an unk date. He stated that while injecting poly-l-lactic acid (sculptra), the needle came in contact with facial implant (that the physician was unaware of) and the pt developed an infection that required hospitalization. The outcome of the event is unk. No further relevant information was provided.